Event description:
A baxter service technician reported finding a colleague infusion pump with an intermittent "channel select" key on the channel "c" pump-head module. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available. This pump contains user interface module master software version 5.04.00 which is categorized as an unremediated pump.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.